Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went onsite to evaluate and repair and suspect device. It was determined the blender needed to be replaced. The fsr replaced the defective part, repaired the unit to manufacturer specifications, and sent back the defective parts for failure analysis evaluation. The suspect blender assembly was received by the carefusion failure analysis laboratory, however the investigation cannot be performed due to incomplete parts received. The laboratory is unable to conduct an investigation in a laboratory setting at this time.

Event description:
The customer reported while using the vela ventilator; the unit has a internal leak. At this time, it is unknown whether there is any patient involvement associated with the event.